Event description:
A 72-year-old male patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2025. On (B)(6) 2025, the patient's spouse informed novocure that the patient experienced skin redness underneath the optune gio transducer arrays. The patient was referred to a physician for medical advice. On (B)(6) 2025, the patient's spouse reported that the patient saw his general practitioner and was prescribed topical mupirocin, a cleansing balm as well as cetirizine, esomeprazole and pristinamycin tablets. On (B)(6) 2025, the prescribing physician reported that the patient developed itchiness and eczema related to optune gio therapy. The treatment was confirmed to be the previously reported oral medications. The patient had temporarily discontinued optune gio with the plan to resume.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the array placement to the skin irritation that required medical intervention cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm). Additional note: manufacturing date of tfh209865 is november 04, 2019.